Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming "vent inop" while in use on a patient. The patient was placed on another ventilator. The customer advised there was no patient harm associated with this event. The customer advised they calibrated the transducers but the problem was not corrected. The customer then replaced the main pcb using a pcb from another ventilator and the problem was corrected. Customer has ordered a replacement main pcb.